Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event unknown. This report is for 4 unknown /screws/unknown lot number. Date of original implant unknown. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID reported as (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 4.5mm va lcp curved condylar plate was removed from a patient on (B)(6) 2015 at (B)(6) medical center. There was no damage to the plate, but 4 screws were broken. There is no information on the screws. The implants will not be returned. The implants were removed due to bone not healing (non union). Re implantation was done with another longer condylar plate and bone graft. There is no additional information available. This report is 2 of 2 for (B)(4).